Manufacturer narrative:
H3: the device and both electrodes (green and red/white) were returned in a large plastic sleeve (non-original packaging). Upon return, traces of clear liquid were observed inside the tube. The harness had no paper tape intact when returned. A syringe was used to inject 15cc of air into the cuff, and the cuff deflated right upon being inflated. A larger puncture in the cuff was observed at the proximal end of the cuff. The device failed due to defective condition upon return and the inability to inflate. The complaint was confirmed, due to an out of specification condition. Previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device discovered a leak in the cuff of the emg tube prior to surgery. The tube was used after opening from the sealed package. There was no damage in the packaging. There was no patient involved in this event.